Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Customer consumed carbohydrates as well as glucose tablets to address bg. It was also reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Customer continued to use the pump for insulin therapy.